Manufacturer narrative:
The device has been received for eval; however, the eval is not yet complete. A supplemental report will be submitted upon completion of the eval.

Event description:
Received info that pump has stopped all insulin delivery. Reportedly, the customer's blood glucose level was not impacted.